Manufacturer narrative:
This ingevity lead was returned to boston scientific post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection noted dried blood around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis was unable to conclusively determine the root cause of the reported high pacing impedance measurements, helix extension/retraction problems and dislodgement. Patient code 3191 is being used to capture the delay in the surgical procedure caused by this event.

Event description:
It was reported that this right atrial lead was not successfully implanted due to dislodgement, helix issues and high out-of-range impedance measurements. The lead was removed and replaced without incident. No adverse patient effects were reported. The lead was returned for evaluation.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that this right atrial lead was not successfully implanted due to dislodgement, helix issues and high out-of-range impedance measurements. The lead was removed and replaced without incident. No adverse patient effects were reported. The lead is expected to be returned for evaluation.